Event description:
During cardiac catheterization, while attempting to pass guide wire through the needle, into the artery, it was noted that the teflon cover from the wire was stripped off. The pt was taken to x-ray where a CT scan was done. Scan demonstrated the piece was lodged in the tissue. Radiologist was able to remove the device intact by transcutaneous approach. There were no further problems to the pt, and he was discharged the following day.